Event description:
It was reported that the catheter tubing is causing a skin rash on the pt's leg and abdomen, for which he was prescribed antibiotics by his dermatologist. The antibiotics help to clear up the rash temporarily, but the rash persists as long as catheter is in use. The pt also uses multiple creams from the dermatologist on the affected area.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.